Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided. The customer reported that they received a resource allocation error and then the patient scan failed. When turning the gantry back on, the technician alleged that her hand received a shock and she suffered some dermatologic irritation. It is unknown at this time if the technician received medical treatment. This event has been determined to be a reportable event and is currently under investigation.

Manufacturer narrative:
The operator reported during a patient scan there was a system allocation error, which is addressed in (B)(4). This complaint, (B)(4), will address the electrical injury the operator received when the operator opened the gantry to press the reset button after the system allocation error. The field service engineer (fse) received information that stated while during a patient scan, an error message appeared. The operator entered the scan room and pried open the right side gantry cover to press the reset switch. While attempting to press the reset switch, the operator touched a high voltage electrical wire under the cover and received an electrical shock. The operator went to the emergency room and the doctor found the skin on her hands and forearm were red and had mild burns. The operator was examined, tests were performed, and ice was used to treat the injury. The results of the tests were normal. The fse performed an electrical system safety test, protective earth resistance, and isolation and earth leakage tests. All tests passed and the system was safe to use. The gemini tf information for use (IFU) warns the operator to never remove the covers on the gemini tf. The gemini tf 64 channel configuration IFU states: warning to the operator to not remove covers due to the potential for electric shock hazards only qualified service personnel should remove covers there is also a warning label on the system: warning: do not remove the covers on the gemini tf. High voltage is present in the system. To avoid personal injury from electrical shock, do not operator the system with any covers open or cables removed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.